Event description:
"[Summary]: the patient's death after 6 days of relayplus implant due to type a aortic dissection. [Description / sequence of events]: (B)(6) 2017: tevar was performed for thoracic aorta aneurysm with right femoral artery approach. Angiogram was performed to measure the lesion length. Due to high curvature on the descending artery, two lunderquist extra stiff guidewires (cook) were inserted in order to make the artery straight. Relayplus outer-sheath was inserted till it passed over the descending artery curvature point, and the inner-sheath was further advanced to right below the lca. Relayplus was then deployed as followed IFU procedure. During deployment (deploying the first stent), relayplus was moved to distal direction; so its position was corrected. The final angiogram showed no endoleak, but blood flow backwards in lsa was confirmed. Lsa was occluded with interlock coil (boston scientific). On (B)(6) 2017: due to type a aortic dissection, the patient's death was confirmed. (B)(4) received this information on (B)(4) 2017. Comments from physician: since the artery was fragile, which was confirmed with an arteriotomy of access site, balloon touch up was not performed after deployment."

Manufacturer narrative:
"Additional information from the physician: -bradycardia due to myocardial ischemia was confirmed first. The patient's consciousness returned once, but the blood pressure was decreased afterwards leading to patient's death soon after. The autopsy was performed: the aorta tear was confirmed around the proximal portion of relayplus (between the tip of bare stent and fabric portion). The part of bare stent got stuck in the tear, but the tear was not caused by the tip of bare stent. The bare stent fitted into the tear with some beats after the tear occurred. The tear reached to the outer membrane of vessel and blood was bleeding into interpleural space. Since the right interpleural space was filled with blood, the heart got compressed and became ischemic. Measurements at the implant were appropriate and the selected device was not over-sized. Relayplus was successfully implanted as intended and the position of bare stent was also appropriate. Since the patient's vessel was originally very fragile, it could not bear the expansion force of stentgraft. It possibly could occur with any other devices."

Event description:
"Summary: the patient's death after 6 days of relayplus implant due to type a aortic dissection. Description / sequence of events: (B)(6) 2017: tevar was performed for thoracic aorta aneurysm with right femoral artery approach. Angiogram was performed to measure the lesion length. Due to high curvature on the descending artery, two lunderquist extra stiff guidewires (cook) were inserted in order to make the artery straight. Relayplus outer-sheath was inserted till it passed over the descending artery curvature point, and the inner-sheath was further advanced to right below the lca. Relayplus was then deployed as followed IFU procedure. During deployment (deploying the first stent), relayplus was moved to distal direction; so its position was corrected. The final angiogram showed no endoleak, but blood flow backwards in lsa was confirmed. Lsa was occluded with interlock coil (boston scientific). (B)(6) 2017: due to type a aortic dissection, the patient's death was confirmed. Jll received this information on 10/11/2017. Comments from physician- since the artery was fragile, which was confirmed with an arteriotomy of access site, balloon touch up was not performed after deployment." Patient outcome: " the patient died on (B)(6)".